Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer advised low o2 without yellow light.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated and the 4-way valve was not shifting causing low o2, which confirmed the original complaint issue. However, there is no indication from the evaluation that there was a failure of the lights to illuminate.

Event description:
Dealer advised low o2 without yellow light.